Event description:
It was reported that a balloon broke. The target lesion was located in the coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon insertion, it was noted that the balloon was broken. The device was removed. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon broke. The target lesion was located in the coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon insertion, it was noted that the balloon was broken. The device was removed. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure. It was further reported that the balloon did not rupture but the delivery shaft was fractured.